Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. The customer stated that they received the incorrect readings leading up to the event; 142 mg/dl- march 26th at 2:00 pm. 151 mg/dl - march 27th at 8:00 am. 147 mg/dl- march 28th at 5:15 pm. Based on the lower than normal readings, the customer withheld their diabetic medications for 2-3 days. On the day of the event, (B)(6) 2023, the customer experienced hyperglycemic symptoms and her husband transported her to the hospital. Upon arrival at the hospital, the professional meter reading was hi mg/dl. The doctor treated the customer with an insulin injection. At some point during the hospitalization the customer received a blood glucose result of 142 mg/dl on their performa system and within 45 minutes received a result of 600 mg/dl on the professional meter. The customer is being treated with insulin injections and is currently still hospitalized. It is unknown when she will be discharged.